Event description:
It was reported that a patient underwent cataract surgery on (B)(6) 2012 and suture was used. Prior to use on the patient, it was noted that the packet of suture was opened. There were no adverse patient consequences noted.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually evaluated. There was evidence that there was transfer of the (B)(6) (glue) between the plastic film and the paper. The seal was complete and conformable.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.